Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent fall, the patient experienced ineffective therapy due to high impedances on one lead. The patient was reprogrammed to use their other lead. As a result, surgical intervention will be undertaken in the future to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119933.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.